Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2007. Legal counsel for patient further reports that a revision procedure was performed on (B)(6) 2013, due to patient allegations of loosening of the cup, articulation wear, and/or wear on the neck/taper junction. Review of invoice history confirms the modular head and taper were removed and replaced with biomet product during the revision procedure and that the acetabular cup and femoral stem remain implanted. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01800 / 01801).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2007. Legal counsel for patient further reports that a revision procedure was performed on (B)(6) 2013 due to patient allegations of loosening of the cup, articulation wear, and/or wear on the neck/taper junction. Review of invoice history confirms the modular head and taper were removed and replaced with biomet product during the revision procedure and that the acetabular cup and femoral stem remain implanted. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a right hip revision due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels, metal poisoning, metallosis, dysfunction, loss of range of motion and lack of mobility.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2007. Legal counsel for patient further reports that a revision procedure was performed on (B)(6) 2013 due to patient allegations of loosening of the cup, articulation wear, and/or wear on the neck/taper junction. Review of invoice history confirms the modular head and taper were removed and replaced with biomet product during the revision procedure and that the acetabular cup and femoral stem remain implanted. Additional information received from patient's legal counsel reports patient underwent a right hip revision due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels, metal poisoning, metallosis, dysfunction, loss of range of motion and lack of mobility. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to pain and swelling. Patient revision op report notes the presence of brown stained synovitis that did not appear to be metal-on-metal or infection, hemosiderin stained synovium, and fluid collection. In addition, op report notes no closure of the posterior capsule around the hip joint.